Event description:
The customer was hospitalized with a mid heart attack due to high blood sugars. Customer had chenged the infusion set prior to going to bed and woke up with hyperglycemia. When the hospital removed the infusion set the cannula was bent. Customer's family member denied troubleshooting since they felt the set was not inserted properly.